Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's tubing was detached from the connector. The issue occurred with one infusion set used for a day or 2 after they replaced infusion set. No further information available.